Event description:
Device was returned for service with a note from the facility's biomed reporting a failure code 812:02. The biomedical engineer had received no reports of any patient injuries or medical intervention occurring as a result of this situation. Despite baxter's efforts to obtain additional information, no further information was available at this time regarding whether or not the device was in use on a patient when the failure occurred. No additional contacts could be identified by the facility.